Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:3006705815-2021-06404. It was reported the patient experienced ineffective therapy. Patient denied any recent trauma. Surgical intervention took place on (B)(6) 2021 during which the existing leads were explanted and replaced. Effective therapy established post-op. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.